Event description:
It was reported that there were high impedances of greater than 10,000 ohms during the implant procedure for a trial patient. It was stated that the impedance readings were greater than 10,000 ohms so the leads were pulled out and wiped off and re-inserted, but they got the same results. The multi-lead-trialing cable (mltc), external neurostimulator (ens), and clinician programmer were all changed and it did not impact the high impedance results. It was stated that the patient was not feeling stimulation along the lead anywhere. It was stated that there were also impedances of greater than 40,000 ohms. Impedance tests were conducted at 3.0v. It was stated that intra-operative exhaustive impedances were greater than 3,600 ohms. It was noted that the doctor used lidocaine, but it would not have been in the epidural space. Later that day it was noted that the impedances were "trending downward" and the patient was "picking up stimulation at 9.0v". It was reported that it took 24 hours for the patient's impedances to be with in normal limits and stimulation was "perceived appropriately". It was reported that the patient was going to implant. It was noted that the doctor thought that there was fluid impeding the stimulation.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID 3555-31, serial# unknown, product type screening device; product ID 8840, serial# unknown, product type programmer, physician; product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.